Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) was unable to determine the cause of the system error. The tsr had the hp close all the clamps to the bags, and the patient line. They then cycled the power off and on till se 2367. They cycled the power again and pressed go to start at load the set to remove the cassette.. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were used and they were connected prior to prime, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The tsr advised the hp to dispose of current supplies and to start over with new supplies. Baxter product surveillance contacted the home patient (hp) 02/28/2012 the regarding reported problem. The hp stated that they did have to start over with new supplies to resume with therapy as normal. The hp stated they checked the setup and they are not sure what caused the alarm. The hp stated when the alarm occurred they immediately closed all the clamps off and proceeded into ending therapy. The hp stated there was nothing unusual or different with the supplies that could have led to this alarm. The hp stated they no longer have the samples available for evaluation. The hp stated that they can provide the lot number h11j05048. The hp stated they have not talked to their nurse about this but will do so soon. The hp stated that overall they have not had any problem, and therapy generally goes well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11j05048) with no issues noted. Neither the disposable set nor the homechoice machines were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was unavailable for evaluation. The lot number was provided, therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.